Event description:
A malfunction alarm was reported for the pump while in use. There was no reported impact on the customer's blood glucose level at the time of the event. The customer agreed to a replacement pump, as confirmed by technical support, and was instructed on proper return procedures for the old pump. The customer chose not to disclose backup insulin therapy plans.